Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. No anomalies were found. The delivery system outer shaft was kinked/buckled at 5.5 cm from the distal end of the device cup. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 2.5 cm from the distal edge of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-10-2020 / serial#: (B)(4). UDI #: 00643169711754, device available for evaluation: yes, return date: 07-10-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR: yes, manufactured date: 23-04-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed in multiple positions. It was then noted that the patient had signs of pericardial effusion and perforation. The leadless ipg was not used. No further patient complications have been reported as a result of this event.